Event description:
On (B)(6) 2020, during a physician's presentation for the crit-line product, a physician reported to a fresenius clinical educator that a patient was removed from hemodialysis (hd) treatment a few weeks prior for an oxygen saturation (o2 sat) in the 50-60% range. The patient was then sent to the emergency room (ER) as a precaution. The patient reported feeling fine and the ER deemed the patient fine. The clinical educator confirmed the patient utilizes a central venous catheter (cvc) access which is expected to have a lower o2 sat and provided the physician with literature. The reported event could not be confirmed with the clinic without an occurrence date or patient information. Per the crit line user's guide, the o2 sat has a wide range dependent upon the vascular access. A cvc o2 sat is typically lower than that of an arteriovenous fistula or graft. The information provided does not document any medical intervention provided to the patient for the reported low o2 sat reading. There is no indication of a serious injury, patient death, or ther adverse event related to a fresenius product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).